Event description:
The caller reported that the insulin gauge displayed an amount different than expected, with a current inconsistency in the fill estimate. The displayed fill estimate was 60 units, whereas it was expected to be 240 units. A corrective action was taken by instructing the caller to disconnect and deliver a 10.2 unit bolus, resulting in a revised fill estimate of 75 units. There was no adverse impact on the customer¿s blood glucose level, as the reported actions focused on adjusting the insulin estimate display rather than a specific glucose value. The caller acknowledged the need to remove air from the cartridge during preparation but decided not to load a new cartridge, opting instead to continue using the current one and follow up if necessary.